Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's system was autoreducing. Reprogramming was attempted, but was unable to resolve the issue. X-rays revealed possible lead fracture. It was noted that the patient had a fall. Surgical intervention may occur at a later date to address the issue.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the lead was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.